Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had more pain of unknown cause and wanted an MRI. The patient was advised that an lspine MRI would not be recommended due to the location of the stimulator. Hcp did not order MRI. Additional information received reported that reported that the patient was in unbearable pain and could not stand for more than one minute without sitting down and being short of breath. It was noted the patient had to wear a v-pap (variable positive airway pressure). It was noted that the pain had been going since they got out of the hospital. The patient reportedly went back to their health care provider (hcp) and the hcp wanted to do an MRI because of the increased pain but they could not have it due to the stimulation devices.